Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level was 400 mg/dl. Customer changed pump supplies to address the issue.